Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed, and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a device non-conformance. Applied medical was reviewed the details surrounding the event and related products, and is unable to determine the exact root cause of the reported event. The probability and criticality of harm resulting from this failure have been evaluated, and were found to be at an acceptable level.

Event description:
Procedure performed: CABG. Event description: voyant was being used by [name] to harvest a vein in the leg. The surgeon was [name]. She said that it did not seal. She held down the fuse activation button until she heard the end tone, cut the vein and it bled everywhere. An email with further questions was requested to [name]. Email sent 3sep2020, and response received same day. "Will follow up as soon as possible, but the patient is fine and [name] said that [name] gave her a hand to sort the bleeding." A second email was sent to [name] to ask more questions on 3sep2020. Answers received 7sep2020. "Yes they did seal a vessel prior to the one that did not seal. The surgeon came to help rebecca out to tie the vessel. No other instruments." Email received from [name] 5sep2020 requesting information. "For cer 2020-001965, could we please reach out and ask if there were thermal effects on the tissue or smoke produced prior to observing no seal? And what was the intervention used to control the bleeding? [Name] replied (B)(6) 2020 "[name] already told me that there was smoke and thermal spread. She described it as more than ligasure." Type of intervention: ni. Patient status: fine.